Event description:
Lead was inserted into the heart. The times embedded in the heart valve and separated from the lead. The physician could not determine if the times separated from the lead as a result of the procedure or as a result of a product defect. 6 times were left in pt. Pt was informed of incident by physician. To date, no adverse effect to pt.